Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that system was down and could not expose. Fse confirmed that the error was generated recently in the generator is due to problems with the cooling pump possibly low oil level. Upon troubleshooting, fse performed x-ray tube adaption, yield fast and edl calibration. After functional testing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was down and could not expose. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.